Manufacturer narrative:
A reviewed of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An imaging eval was conducted. Per gore imaging services, the origin of endoleak on images dated (B)(6) 2010 could not be determined. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Please note add'l devices implanted: (B)(4).

Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, CT showed an unspecified endoleak. On (B)(6) 2011, the pt underwent an intervention where three type ii endoleaks were identified and coiled. The endoleaks were resolved. The pt tolerated the procedure.